Event description:
It was reported that post-paced t-wave oversensing was observed on an asymptomatic patient via a merlin.net transmission. The oversensing was noted on a stored egm. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the prior recommended programming changes were made. Subsequently, non-sustained lead noise due to post-paced t wave oversensing was observed. The patient was asymptomatic. Further reprogramming was recommended.

Event description:
New information indicated that device post-paced t-wave oversensing was again observed. Further programming changes were recommended.

Event description:
New information received states that persistent post-paced t-wave oversensing was observed via a merlin.net transmission. The device was reprogrammed. The patient condition is good.

Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again on stored egm. Programming changes were made.